Event description:
It was reported that the patient was told that her implantable neurostimulator (ins) was supposed to last five to seven years, but it only lasted approximately three years; it lasted three months less than her original ins. The patient would rather not have to go through this every three years. She noted that the device had been a ¿lifesaver¿ for her, but the battery life was extremely frustrating. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2014-20333 as the patient had had two ins¿s deplete more quickly than expected.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v134604, implanted: 2008-(B)(6), product type lead. (B)(4).